Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported that a 19mm aortic valve was explanted after an implant duration of 4 years and 6 months due to aggressive calcification with severe stenosis and mild regurgitation. Per obtained medical records, the 19mm was explanted and two of the prosthetic valve leaflets showed minimal calcification and excellent mobility. The third leaflet was heavily calcified and immobile. A new 19mm valve was implanted in replacement. The intraoperative transesophageal echo showed normal function of the newly implanted valve and no evidence of periprosthetic valvular leak. The patient was transferred to the surgical ICU in satisfactory condition and was discharged on post-operative day 14.

Manufacturer narrative:
H10. Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update b5, b7, and f10. Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient related factors and the progression of the patient's underlying valvular disease pathology contributed to the event.

Manufacturer narrative:
Evaluation summary: x-ray demonstrated wireform intact and wireform was pushed inward around leaflets 1 and 3 into a ovular shape. X-ray also demonstrated moderate calcification on leaflets 1 and 2 and minimal calcification on leaflet 3. Extrinsic calcific deposits were found on the outflow aspects of all three leaflets and on the inflow aspect of leaflet 2. As received, leaflets 1 and 2 had cuts of approximately 3mm x 7mm on leaflet 1 and 7mm x 8mm on leaflet 2. The cuts had a smooth and straight edge; leaflet fragments were not returned. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 on the outflow aspect. Host tissue on the stent circumference was minimal on the outflow aspect. Leaflet 3 had a 3mm tear near commissure 1. Calcification was evident at the tear. Sewing ring was cut around commissure 3. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Per the product evaluation, the customer report of calcification was confirmed through observed calcification. Based on the available information, the root cause for the calcification remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored.

Event description:
It was reported that a 19mm aortic valve was explanted and replaced with a new 19mm after an implant duration of 4 years, 6 months due to aggressive calcification. No additional details were provided.